Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: dim, discolored display screen.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was noted to be torn over the contrast button with the button contacts exposed. The contrast button contact was missing. On testing, the contrast button was unresponsive. The remainder of the buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The display screen was noted to be dim and discolored. A test display was attached to the pump and illuminated properly and was clearly legible.